Event description:
The customer stated that her meter was displaying 6.9 and mmol/l. She did not understand what that meant. Customer service explained mmol/l verses mg/dl to the customer and assisted her in resetting the meter to mg/dl. The customer did not allege any adverse due to the mmol/l readings. The customer was satisfied and no product will be returned.